Event description:
On (B)(6) 2013, the physician called the manufacturer to follow up on the issues with his programming system. He stated that the handheld was going out (MFR #: 1644487-2013-02354) and the wand would no longer hold a charge. The wand issue is being investigated in another complaint file. No additional information was provided on the previous screen freeze and slowness issues. Attempts for product return are being made; however, the product has not yet been returned.

Event description:
On (B)(6) 2013, a physician reported issues with his programming system beginning six weeks prior. The device was reportedly slowing down and having screen freezes. The physician also reported that the backlight was very dim and that the device would not respond to screen touches. Connections were checked, no pins were bent, the screen was cleaned, the wand battery was replaced, and hard resets were performed. The issues were consistent as they were happening with multiple patients. The software events are captured in MFR report #1644487-2013-02355. The programming computer events are captured in MFR report #1644487-2013-02354.

Event description:
The handheld and flashcard were returned for analysis on (B)(6) 2013. Analysis of the software was completed on (B)(6) 2013. The flashcard and software performed according to specifications. The available information in the issue file gives no indication that the alleged screen freeze complaint is related to the event which has been previously investigated by the manufacturer. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. Analysis of the handheld was reported in MFR. Report # 1644487-2013-02354/02